Event description:
It was reported that the pump experienced a malfunction with malfunction code 16, which could not be reset. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer transitioned to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption, and tandem technical support arranged for a replacement pump to be sent.